Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose and the insulin pump had motor error alarm. The customer¿s blood glucose was 444 mg/dl. The customer treated with manual shot. The customer reported that insulin pump had motor error but they were unable to continue troubleshooting because the insulin pump key pad was unresponsive. The esc, act, up and down arrows were unresponsive. Customer reported that the drive support cap appeared normal. The customer reported infusion set cannula was bent. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test.